Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was getting motor error and was not working. Blood glucose level of the customer was 178 mg/dl. The customer was assisted with the troubleshooting. The customer stated that the customer was unable to rewind the insulin pump. The insulin pump will be returned for the analysis.